Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that sometime post catheter placement, the catheter allegedly deformed. It was further reported that after one month another catheter deformation occurred on the same place. There was no reported patient injury.

Event description:
It was reported that sometime post catheter placement, the catheter allegedly deformed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one broviac cvc repair kit were received. Functional, gross visual, and microscopic visual evaluations were performed on the returned device. The investigation is confirmed for the reported loss of failure to bond issue as the proximal and distal ends of the repair tubing were not sealed to the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2021),g3. H11: h6(device, method, result, conclusion).